Manufacturer narrative:
A ge rep evaluated the system and replaced the keyboard and mouse, and the customer replaced the (B)(4) computer. The system operates as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.